Manufacturer narrative:
Officer (B)(6) from police department, (B)(6) pd in (B)(6) returned the 24 hour help line call regarding the deceased customer. The caller stated the insulin pump is currently in the evidence room however, they have ruled out any possible crime related that may have taken place. The deceased customer's sister in law informed the 24 hour help line the medical examiner dr. (B)(6) has requested that the insulin pump to be returned for failure analysis, the medical examiner wants to close out this file on his end. The 24 hour help line advised the caller the insulin pump will require a fresh battery stored in it as we do not want any critical data lost, he understood. The caller stated that he would contact the deceased family to have them contact the 24 hour help line back directly. No further assistance provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was found at home. The caller stated that the cause of death is presumed overdose of insulin. The caller stated that the customer's basal rates increased to max of thirty units per hour, randomly. The customer's death is under investigation. The caller did not know the customer's blood glucose at the time of death. The last recorded blood glucose value in the insulin pump was 61 mg/dl by reports of the health care professional. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not and whether a sensor was worn at the time of death or not. The caller stated that the insulin pump is in the possession of the police department however, they do want to return it for analysis.